Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: weight to the spec and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, striated punctured on anterior, creases fold and non-penetrating nicks. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A striated punctured on anterior assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.